Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Customer did not have an occlusion at the time of the call therefore troubleshooting with tandem technical support was not performed. Customer had elevated blood glucose levels reaching over 600 mg/dl. Customer changed the cartridge and infusion set, and delivered a correction bolus to stabilize blood glucose levels.